Event description:
It has been reported that a versacross access solution kit was selected for use for a structural heart procedure. During the procedure, it was mentioned that versacross rf wire would not pass through the versacross dilator/sheath. The versacross rf wire was stuck. A new kit was then opened (different device, same model), and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.